Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Comm board- failed tamper switch case #: (B)(4) case subject: npi 8015 error code 132.3000 account name: (B)(6) hospitals & clinics account #: 1839701 asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n asset location: contact: (B)(6) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: 8015 sn: (B)(4) customer wanted to know what is the cause for this error code. 132.3000 failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I explain to the customer that he needed to replace his tamper switch. The tamper switch is stucking so this is the reason for the error code. The customer said ok, and ended the call.